Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(4) of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy via continuous ambulatory peritoneal dialysis (capd). On (B)(6) 2011, the patient experienced peritonitis and was hospitalized the same day. The cause of the peritonitis was unknown. On an unreported date in (B)(6) 2011, the patient began remedial treatment with an unspecified antibiotic. While hospitalized, the patient had his peritoneal dialysis (pd) catheter removed, dianeal pd4 ambuflex therapy was discontinued, and the patient was switched to hemodialysis. On an unreported date in 2011, the patient was discharged from the hospital and the event of peritonitis resolved. Although a break in aseptic technique was not identified as the cause of the peritonitis, the patient received aseptic technique retraining. The nurse reported the event of peritonitis was not related to dianeal pd4 ambuflex or the home choice device. Writer's search identified the clinic had received transfer sets product code 5c4482, lot numbers h10l07041, h10k12043, h11b21041, h11c31030, h11d25048 and h11f07058 within six months prior to the reported event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h10l07041, h10k12043, h11b21041 , h11c31030, h11d25048 and h11f07058 with no exceptions observed to support association to the reported problem. The complaint was not confirmed. No device malfunction or use error was identified. The cause of the peritonitis was undetermined.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown, the sample was not requested. Should additional information become available, a follow-up report will be submitted.